Event description:
It was reported that the t:slim x2 pump battery would not charge due to an issue with the power source. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing to a non-tandem wall adapter and using the original tandem charging cable. Tandem technical support informed the caller about the proper charging supplies, and no replacement wall adapter was necessary as the original equipment resolved the issue.